Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels (highest 245 mg/dl) and the cause was not known. The customer changed the supplies and delivered a bolus via the pump to address the bg level. However, the bg would remain high. A pump system check was performed using the current supplies and no issues were found with the pump. Tandem technical support (cts) advised the customer to discuss the high bg event with a healthcare provider. The customer declined cts's offer to follow up.